Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needle were clogged/blocked. The following information was provided by the initial reporter: they are unable to draw/dispense the vaccine.

Manufacturer narrative:
Fifty samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Five samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The setting were correct and flow of products was good.

Event description:
No additional information.